Manufacturer narrative:
Event date is estimated. The event of lead revision due to high impedances from a fracture was reported to abbott. The lead remained implanted due to being stuck/scarred in place. An additional lead was implanted. Stimulation was restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patients t12 drg lead had high impedances due to a fracture. Surgical intervention was performed on (B)(6) 2023. During surgery the physician was unable to remove the implanted lead due to the lead being stuck/scarred. A new lead was implanted and the old t12 lead was left implanted and inactive in the patient. Surgical intervention may be pending to remove the inactive lead.